Event description:
Plaintiff reports initital bilateral implantation 10/31/79 with explant 7/1/94. Plaintiff alleges illnesses including, but not limited to, pain, night sweats, kidney disease, nausea and systemic sclerosis.